Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of low battery alert. The customer's blood glucose level was 33 mmol/l at the time of the incident. The customer stated that the pump powered off without any warning. The customer received bad battery and replace battery now alarm. The product was not returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No replace battery now alarms noted. However, low battery alarm was confirmed in the history file and then power error was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on electronic board, pump was monitored and functioned properly. Unit received with cracked select button keypad overlay, minor scratches on case and minor scratches on lcd window.